Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient has been in the hospital for approximately five months due to an unrelated health issue. Treatment for the event was not reported. It was reported that the patient passed away in the hospital. The cause of death was not reported. It was not reported if an autopsy was performed, if the patient was recovered from peritonitis or if pd therapy was ongoing prior to or at the time of death. No additional information is available.